Event description:
It was reported that the patient's spinal cord stimulator (scs) paddle lead was placed in the gutter causing inadequate stimulation since implant. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned.